Event description:
It was reported that damage to the pump housing prevented removal of current cartridge. Customer¿s blood glucose value had no adverse impact. Recommendation was made to consult with a healthcare provider regarding an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.